Event description:
Customer reported they felt the output of the vaporizer was higher than expected. There was no reported pt injury. Investigation/conclusion-the unit was forwarded to co's vaporizer service center for investigation. The unit was tested, and the reported complaint was confirmed. The cause of the complaint was the development of high spots on the rotary valve face due to voids in the solder between the deva disc and the brass body of the rotary valve. The soldering process has since been revised to help prevent a recurrence. In addition, co recommends the vaporizer be returned for routine maintenance and servicing every 3 yrs, as stated in the device operation and maintenance manual. According to co's records, this unit has not been serviced since its mfg date of 1992.